Manufacturer narrative:
(B)(4). Product will not return,customer discarded the meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 84 and 184 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).